Manufacturer narrative:
The date of initial implantation is unknown. Implanted device remains.

Event description:
Per the clinic, the device was explanted due to an unrelated medical problem (date not reported).

Manufacturer narrative:
This report is submitted january 17, 2017.